Event description:
Caller states patient tested 3.6 inr and 3.4 inr on the coaguchek s system while a comparison lab returned as 2.5 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 400 range (mg/dl), 105 mg/dl, and 236 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.